Event description:
It was reported by the rep the device was used during a laparoscopic spelenectomy. It was reported the gasket on the 511h tore during the case and pneumo was lost throughout the case. The dr thinks the lcs15 tears the gasket. 09/10/1998 versaport was used to complete the case. There was no consequence to the case.